Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, two resolute onyx des were implanted in the circumflex. Approximately 18 months post index procedure, patient suffered from a ischemic stroke. It as stated that the patient was also hypotensive en-route to the hospital. Patient died 4 days later the event. Death was classified as non-cardiac death.